Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
The pump was infected with (B)(6) and had to be removed. Drug delivered via the pump was morphine. Additional information obtained indicated that patient presented to the physician's office for the first time on (B)(6) 2013 with (B)(6) infected on their morphine pump. The pump was replaced.